Event description:
Reportable based on device analysis completed on 08-nov-2018. It was reported that the coil detached in the catheter. Vascular access was obtain via contralateral approach. The target lesion was located in the moderately tortuous internal iliac artery. A 15mmx 25cm interlock-35 was selected for use. During procedure, the coil was advanced through a non- bsc catheter after placing several interlock coils. However, it was noted that the coil got early detached inside the catheter as the interlocking arm of the coil detached from the interlocking arm of the pusher wire. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the coil interlocking arm was detached and not returned. The device was returned for analysis. Only a main coil was returned for this complaint. The delivery wire and introducer sheath were not returned. The main coil was found kinked and stretched and dry blood residues were found in the coil fiber bundles; besides, the interlocking arm was detached from the coil. No more damages were found in the device. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; besides, the interlocking arm was detached and it was not returned. Dimensional inspection of the main coil was performed and were within specifications.